Event description:
It was reported that a 59 yo male patient, initial left shoulder implanted on an unknown date, underwent a revision procedure in (B)(6) 2024. The revision occurred because the cage glenoid sheared off and the peripheral cemented pegs on the posterior anatomic augment loosened. The surgeon converted the failed anatomic to a reverse tsa. There was 30 to 45 minute surgical delay during the procedure which was an estimated time for removal of pegs and other components. All the parts or pieces of the broken device were removed. The patient was in stable condition after procedure. The explanted devices were not attainable for analysis. Device images and an x-ray were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, h6. MDR section codes updated/corrected: a, b, c, d, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The revision reported may be the result of initial off-axis drilling of the peripheral peg holes resulting in prosthesis fracture and glenoid loosening. However, the glenoid loosening cannot be confirmed and the underlying reason and/or any contributing factors to the event cannot be confirmed as the device was not returned for evaluation and no initial post-operative radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.